Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.